Manufacturer narrative:
(B)(4).

Event description:
The report states that "when the [clinician] used the iabc, the guide wire could not reach the expected position through the sheath normally, and [a new catheter was used]. The new guide wire was implanted normally, and the balloon was implanted. The incident did not cause any patient danger."

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is (B)(6). The lot number (18f22b0049) recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample were a 30cc inflation driveline tubing, and a sealed insertion kit; no visual damage or abnormalities were noted to the returned components. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. A 0.025in guidewire was noted partially inserted into the iabc luer end, the visible section of guidewire closest to the iabc luer end was noted partially unraveled. Dried blood was noted on the exterior surfaces of the returned iabc as well as within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint "the guide wire could not reach the expected position" is confirmed. During the investigation, a guidewire was unable to fully advance through the returned iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to a blocked central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "when the [clinician] used the iabc, the guide wire could not reach the expected position through the sheath normally, and [a new catheter was used]. The new guide wire was implanted normally, and the balloon was implanted. The incident did not cause any patient danger."